Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated in 2008, a sample from a dialysis patient generated a nonreactive result (0.28 s/co) on the axsym hcv v3.0 assay. The physician questioned this result because the patient tested reactive for hcv using the biomerieux microplate method. The sample was retested on august 25th, yielding a nonreactive s/co result of 0.31 and six days later, this same sample generated a reactive result of 1.26 s/co. A second sample was obtained from this patient and generated an initial reactive result and upon repeat was nonreactive. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us, list number. The customer did not process controls on the day the suspect axsym hcv v3.0 assay results were generated. The customer performed a line decontamination and a subsequent precision run with a negative sample resulted in a %cv out of range. The sample probe was replaced and calibrated, and the three levels of control were processed with results within the reference range. In 2008, two samples from this patient were tested in duplicate on the architect anti-hcv assay yielding non-reactive results. On the following month, the sample in question was also tested on the genesis analyzer using murex hcv ag/ab reagents with non-reactive results. Based on the additional test results, the non-reactive axsym hcv v3.0 test results were correct. The patient had no clinical history of hepatitis symptoms. Transaminase got and gtp were both within normal range. No further investigation is required. This is the final report.